Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The rep called technical services on (B)(6) 2019 indicating that they were notified the past couple of days ago that there was a settings not available message on the patient controller. The rep received a call from the patient who reported seeing an out of regulation (oor) on their controller. The rep met with the patient in the office and notified that 4 to 5 of the 8 electrodes were broken red. The rep did not know the value. The rep reprogrammed around the bad electrodes and the patient will see how it works. The rep said the patient reports no fall or trauma. The patient is upset that there is an issue with their system. The patient is going to talk to the healthcare professional (hcp) regarding the issue. The event began within the past couple of days. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-10. There were no known issues that caused the impedances. The weight was unknown. This information was confirmed with the healthcare professional (hcp) on (B)(6) 2019. No further complications were reported/are anticipated.